Event description:
Two devices are being reported with this submission. Staff report that the cautery probe would not cauterize the tissue. The cautery was dialed up to 18 out of 20 and the physician still could not cauterize the tissue. Another device from a different lot number was obtained and had the same issue. When a third device was obtained (also from a different lot number), the physician was able to cauterize without difficulty. Neither product appeared to have a visual defect and no other variables were changed between the first, second, and third device attempts. The physician and staff do not know why the devices would not work and they have not seen this event recur. There was no adverse patient outcome.

Event description:
Two devices are being reported with this submission. Staff report that the cautery probe would not cauterize the tissue. The cautery was dialed up to 18 out of 20 and the physician still could not cauterize the tissue. Another device from a different lot number was obtained and had the same issue. When a third device was obtained (also from a different lot number), the physician was able to cauterize without difficulty. Neither product appeared to have a visual defect and no other variables were changed between the first, second, and third device attempts. The physician and staff do not know why the devices would not work and they have not seen this event recur. There was no adverse patient outcome.